Event description:
It was reported during a routine device change out high out of range pacing lead impedance was observed. The lead hooked up to the pacing system analyzer and measured high out of range. The device was reprogrammed and everything was normal. Tech services made no recommendations. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.